Event description:
Complainant alleged that during a routine preventative maintenance check, the device had no video display. Complainant indicated that there was no pt involvement in the reported failure.